Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the charge time limit was reached on the device. No intervention was performed yet to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information:

Event description:
The device was explanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the reported field event of a charge timeout was confirmed in the device image. The high voltage capacitors were damaged during analysis. Further testing could not be performed. The cause of the charge timeout in the field remains undetermined.